Event description:
The left ventricular (lv) lead was returned to the manufacturer with no reason for replacement. The lead was analyzed and tested out of specification. Follow up determined that the lv lead was explanted and replaced due to high thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the outer insulation was breached and had environmental stress cracking. It was noted that there was blood on the tip electrode, the proximal conductor was stretched and there was blood/body fluid on all conductors (not obstructed). The outer insulation was melted, had cosmetic metal induced oxidation, had cosmetic environmental stress cracking, and a cosmetic depression. The lead was stretched.